Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing numbers of short interval counts (sic), though the counts have been leveling off in recent months. The lead remains in use. No patient complications have been reported as a result of this event.